Event description:
During surgery, a clip applier would not grasp an aneurysm clip. The latch mechanism malfunctioned. Physician used another applier to apply an aneurysm clip to the aneurysm. The pt did not suffer any complications or injury. The malfunction is occurring below the frequency and severity that are usual for this device.